Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the matrix drawer number had too many IV bags in the drawer and was preventing drawer number five from opening.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the matrix drawer number had too many IV bags in the drawer and was preventing drawer number five from opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 was failing and not opening smoothly. A field service engineer (fse) inspected the machine and found that the matrix drawer had too many IV bags, which prevented drawer five from opening. The customer reduced inventory in drawer six, allowing the full-height drawer five to open properly issue was resolved. The system functioned as intended after the field service engineer repaired the device